Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose level was 27 mmol/l at the time of incident. It also reported that screen of the insulin pump turned on and immediately turned off and screen went black. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test and self test. However, device high sleep current due to corroded battery tube. No unexpected blank display anomaly noted. Device received with cracked keypad overlay at select button, cracked retainer, scratched case, severely scratched display window, cracked battery tube threads and keypad overlay texture damage.